Event description:
New information states that the patient was seen in clinic. It was noted that the lead threshold had increased. P wave and impedance were stable. The lead was reprogrammed. The patient was being treated for mild pericarditis, unrelated to the lead. Lead replacement was discussed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited high capture threshold. The lead was reprogrammed. Lead revision was discussed at generator change. The patient was stable.